Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during biliary duct dilatation, a balloon failed to inflate. The patient presented with choledocho stenosis. The ultra-thin diamond balloon was introduced and advanced to the target lesion. Upon balloon inflation, it was noted that the balloon was losing contrast liquid and was not reaching the desired inflation. The balloon was removed and the procedure completed with another of the same device. No patient complications were reported. However, device analysis revealed a balloon pinhole.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: a visual examination of the returned device noted no damage to the shaft of the device. The balloon showed evidence of being inflated. There was no damage noted to the distal tip of the device. The device was attached to an encore inflation unit and a positive pressure was applied when a leak was noted. A microscopic examination of the balloon material observed a pinhole leak 1.8 cm proximal to the proximal edge of the distal markerband. No further damage to device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).